Event description:
Manufacturer review of a patient's vns programming history revealed that multiple faulted systems diagnostics tests were noted on (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, and (B)(6) 2011. All settings were corrected except for on (B)(6) 2006 when a faulted systems test occurred at 3:22:12 pm and no final interrogation occurred. At the next office visit on (B)(6) 2006, initial interrogation settings were 1ma/20hz/500pulsewidth/30sec on/60min off/1ma mag/500pulsewidth/30sec on, which is indicative of a faulted systems test. Settings were immediately corrected that day.

Manufacturer narrative:
Analysis of programming history.